Event description:
A consumer reported receiving low readings when comparing results obtained from port to port 2 on the sof-tact blood monitoring device. The values. When plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.